Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed in the laboratory via review of programmer printouts. The device was tested on the bench as well as using automated test equipment, and no anomalies were found. The cause of the reported high pacing lead impedance could not be determined.

Event description:
It was reported that the device exhibited high, out of range high voltage lead impedance. The device was explanted and the lead was capped. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.